Event description:
Boston scientific received information via the patient remote monitoring system that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli), noise and high pacing threshold measurement. The rv lead was fractured. The cause was not determined. Additional information was received that the rv lead was tested through pacing system analyzer (psa) and showed noise and elevated pacing impedance. The lead was cut and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.